Event description:
It was reported that the patient had backup battery fault alarms on (B)(6) 2024. The patient had previously experienced backup battery faults on (B)(6) 2023 and (B)(6) 2024 and the battery was reseated both times. Ultimately due to the recurrent alarm the system controller was exchanged and the alarms resolved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d9 - date returned to manufacturer corrected manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on (B)(6) 2024 was not able to be confirmed through this evaluation. The exchanged heartmate 3 system controller (serial number: (B)(6) was returned to abbott for analysis, and log files were downloaded upon arrival. The event log file contained data spanning from 8:47:37 to 10:46:54 on (B)(6) 2024, and the periodic log file contained hourly data points spanning from (B)(6) 2024 to (B)(6) 2024. Throughout the available data, backup battery fault alarms were not observed. The pump maintained a speed within the expected range without issue while the driveline was connected. During functional testing of the returned controller, backup battery fault alarms were not able to be reproduced. The controller was able to support pump operation without issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: hsc-126973) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (including those associated with backup battery fault conditions) and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.